Event description:
It was reported to boston scientific that during the preparation of an injection gold probe bipolar catheter for use in an esophagogastroduodenoscopy (edg), the probe did not work properly when tested in water. A second gold probe was tested, worked and used to complete the case. Patient is doing "fine". A manufacturer representative was contacted, suggested to the customer to test the probe with saline vs. Water; the probe worked.

Manufacturer narrative:
The device was retained by user facility to use for staff training. DHR review showed no anomalies related to the complaint. No other complaint found for the reported lot number. Directions for use (dfu) instruct: "test the probe to ensure functionality prior to passing it through the endoscope. Touch the probe tip to a 1 to 2 ml drop of saline and depress the bipolar generator's footswitch to activate the probe tip. Observe that saline bubbles are created and that steam is emitted". "Precautions: please review the service manual and operator's manual for proper set-up and operation of the mechanical irrigation system. If saline bubbles are not observed, check the electrical connection to the generator. If there still is no power, please review the service, and operations manual of the bipolar electrosurgical generator to ensure proper generator set-up and operation. If saline bubbles still are not observed, do not use the device and contact boston scientific customer service". It appears the dfu were not followed. The most probable root cause of the reported event is user error.